Manufacturer narrative:
Method: device evaluation anticipated, but not yet begun. Conclusion: device evaluation anticipated, but not yet begun. Additional manufacturer narrative: the device was handed to our sales rep by the hospital pathology lab during a site visit. No initial information was provided only that the pathology lab had been holding the device for return. The pathology report was included in the packaging with the valve but was inaccessible. The device was received on (B)(6) 2011 by our facility and was unpacked for decontamination. It was, at that time, when we learned the patient details, approximate length of implant and reason for explant. The device is currently in process for evaluation. The device history record (DHR) review is in process. Investigation is on-going.

Manufacturer narrative:
Evaluation summary attached: heavy calcification is detected in the cusp area of all three leaflets. At the free margins, calcification is moderate in leaflet 2 and minimal to moderate in leaflet 3. Calcification restricted mobility in the leaflets and led to stenosis. Minimal to moderate host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest point by approximately 3mm. Host tissue is minimal to moderate at the stent inflow and minimal at the stent outflow. The x-ray demonstrates calcification. The valve was examined visually and with a light microscope. Corrected data: method: x-ray. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue in-growth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.

Event description:
The pathology report diagnosis provided on (B)(6) 2011 states: prosthetic valve with fragments of calcified fibrin debris. Gross examination includes: the surface exhibited a firm, gray-tan possible calcification debris. The leaflets were stiff and rigid. Per the operative report provided on (B)(6) 2011: the previously placed valve was totally calcified and barely opened at all.

Event description:
Reportedly, the device was explanted after approximately 12 years due to stenosis.